Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that global search feature was not currently working and had an error message "server connection failed". The technical support specialist (tss) identified that the bd dispensing device services was not running automatically after the last server reboot. The service was manually started, restoring functionality, and global medication find on the stations resumed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had global search feature was not working and show server connection failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.